Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis experienced left sided capsular contracture (baker grade unknown) post procedure. As a result, replacement with a new mentor smooth round spectrum 425cc saline prosthesis was performed on (B)(6) 2017. The replacement device was reported in a subsequent event under 1645337-2022-01549.